Manufacturer narrative:
The reported site issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 510 mg/dl and ketones were present. Correction boluses were delivered to address bg. Customer went to the emergency room (ER). Blood tests were performed and fluids were administered. After 8 hours, customer was admitted to the hospital for diabetic ketoacidosis (dka). Bg was 359 mg/dl. Insulin drip was administered and dka protocol was performed. At the time of the report, customer had not yet been discharged. Contact was not sure what caused the event; however, 2 occlusion alarms were reported to have occurred. In addition, prior to the ER visit, the infusion set cannula was removed twice and the contact observed ¿white stuff¿ coming out of the site. Contact did not have further information regarding the cause of the site issue. The type of infusion set used was not reported. Although multiple attempts were made by tandem technical support to obtain additional information regarding the discharge date and site issue, contact did not provide this information. On (B)(6) 2019, contact requested a pump system check with tandem technical support. Pump was found to be functioning as intended. Customer had been using manual injections for insulin therapy and reportedly, resumed pump therapy.